Event description:
The facility reported a colleague infusion pump with a failure code of 812:02. During a review of the pump's event history by baxter canada personnel, it was found failure code 812:02 interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 812:02 was confirmed by baxter personnel in the pump's event history. This condition was also reproduced during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.